Manufacturer narrative:
Date of event: (B)(6) 2020. Date reported: 03mar2020.

Event description:
Problem statement: the customer reported touchscreen failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed the reported issue. The service technician replaced the touchscreen to resolve the reported issue.